Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the went to colorado september 12-29 and the altitude affected the therapy shortly after they arrived. It was noted it leveled off after the 7th day.